Event description:
The customer observed falsely elevated architect free t4 results for three patients. The following results were provided: the first test result of the first case was 30.46, and the re-examination result was 12.83. The first test result of the second case was 23.08, and the re-examination result was 14.88. The first test result of the third case was 23.95, and the re-examination result was 16.83. The reference interval was 9.01-19.05pmol/l. Update: new information received: on (B)(6) 2025, the first test result of the first case was 28.67, and the re-examination result was 14.68. On (B)(6)2025, the first test result of the first case was 20.2, and the re-examination result was 17.32. On (B)(6)2025, the first test result of the first case was 20.2, and the re-examination result was 17.32. No impact to patient management was reported.

Manufacturer narrative:
Additional information received and added to section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for three patients. The following results were provided: the first test result of the first case was 30.46, and the re-examination result was 12.83. The first test result of the second case was 23.08, and the re-examination result was 14.88. The first test result of the third case was 23.95, and the re-examination result was 16.83. The reference interval was 9.01-19.05pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results for three patients. The following results were provided: the first test result of the first case was 30.46, and the re-examination result was 12.83. The first test result of the second case was 23.08, and the re-examination result was 14.88. The first test result of the third case was 23.95, and the re-examination result was 16.83. The reference interval was 9.01-19.05pmol/l. Update: new information received: on (B)(6) 2025, the first test result of the first case was 28.67, and the re-examination result was 14.68. On (B)(6) 2025, the first test result of the first case was 20.2, and the re-examination result was 17.32. On (B)(6) 2025, the first test result of the first case was 20.2, and the re-examination result was 17.32. No impact to patient management was reported. Update: new information received: on (B)(6) 2025, the first test result of the first case was 20.71, and the re-examination result was 21.14 and 18.88.

Manufacturer narrative:
Additional information found in section b5. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, an increase in complaint activity for lot 65132ud02 was not identified. In-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 65132ud02 was identified.